Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd- legacy plus pump alarmed, no disposable, pump won't run. No serial number provided. No patient injury reported.